Event description:
It was reported that the x-ray tube moved by itself downwards towards the patient without the operator (radiographer) controlling its movement and nearly squeezed on a patient lying on the table. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Incident is still under investigation.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. This radiography system is equipped with a ceiling suspension (cs) carrying the x-ray tube, a bucky table and a bucky wall stand for general x-ray examinations. The cs can be moved manually by pressing the related buttons on the control handle to release the brake. Several detents (catch plates) are inserted into the cs rail system for specific positions. When moving over a cs detent, the cs locks into it automatically and the position is recognized. Moving fast over the detent will pass it without locking in. The system provides a tracking option, which allows the ceiling suspension (cs) height (tube/collimator) to align automatically with the detector. The tracking function can be activated or deactivated via cs control handle or wall stand user interface. The operator needs to check if the tube position is suitable, and the x-ray field correctly covers the area wanted before releasing x-ray. Philips received a complaint on the digitaldiagnost r4.x indicating that the involuntary movements of x-ray tube such as the tube moves by itself without the user pressing any buttons. There was a safety concern raised. The device was in clinical use and there was no known information about harm reported to patients or users. Additional information received and confirming that there was no harm or impact on patient or user. Based on the reported issue, philips remote service engineer (rse) connected with the customer via call and identified the height tracking mechanism that was enabled due to the x-ray tube moving up and down to align with the detector in wallstand since it tilted towards the wallstand. Based on video provided by the customer, during the ceiling suspension (cs) tube upward and downward movement rse observed that the alpha potentiometer values were changing and there was an issue with the potentiometer. Rse advised to change the bad potentiometer and disable the height tracking mechanism to stop the movement until the issue is resolved. A potentiometer was ordered and replaced which resolved the issue. System returned to clinical use with full functionality. The r&d team analyzed the event history with log files. As per log file analysis, it was determined that the user was doing the universal wall column (vm) height movement by pressing the key. The tracking was enabled, the vm moves vertically then cs height also follows it, its normal functionality evident and the system works as intended. During tracking, the ceiling suspension follows the wall stand with the tube mount moving up and down automatically (motor drive and chain mechanism). This can be activated by the ¿tracking¿ option on the control handle display or via a switch on the wall stand. This functionality remains active unless deactivated manually. Safety related to vertically downward movement of the tube mount is already documented in the requirement documents. The motorized downwards movement of the cs height while tracking shall be conducted with a force of maximal 200n. In case a collision between table (th/ths) and cs has occurred, the maximum force required to manually move the cs upwards shall not exceed 200n. System stops by itself if the collision force is >200n. This safety mechanism will be activated if any collision happened. Instructions provided in instructions for use (IFU) for tracking mechanisms and special mechanical safety cautions when moving the ceiling suspension downwards, users need to be sure the patient is not trapped between the table/wallstand and the x-ray tube assembly. Based on the information available and the testing conducted, the cause of the reported problem was due to the potentiometer being defective and the cs tube to wallstand/table height tracking mechanism was enabled during that time. After replacement of the potentiometer issue resolved and needs to make arrangement to provide education to hospital health care professionals to resolve tracking related issues to avoid recurrences. The device was returned for clinical use. Risk estimation revealed no unacceptable risk. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting.